Event description:
It was reported that upon programming a pacemaker into magnetic resonance imaging (MRI) protection mode, an increase, but still within range in pace impedance measurements was observed in this right ventricular (rv) lead. The MRI was performed and after it, technical services (ts) confirmed the device exited the MRI protection mode successfully. Additional information was received that an alert was triggered for out of range pace impedance measurements resulting in a lead safety switch. High capture thresholds were also observed. Ts recommended to continue to monitor. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that upon programming a pacemaker into magnetic resonance imaging (MRI) protection mode, an increase, but still within range in pace impedance measurements was observed in this right ventricular (rv) lead. The MRI was performed and after it, technical services (ts) confirmed the device exited the MRI protection mode successfully. Additional information was received that an alert was triggered for out of range pace impedance measurements resulting in a lead safety switch. High capture thresholds were also observed. Ts recommended to continue to monitor. No adverse patient effects were reported. At this time, this device system remains in service. Additional information was received that this patient fell. The patient advocate expressed concerns related to the fall being device related. Additionally, it was stated that a field representative deactivated one of the leads of this system and that the patient has been in the hospital for over a month. No additional adverse patient effects were reported. This device system remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that upon programming a pacemaker into magnetic resonance imaging (MRI) protection mode, an increase, but still within range in pace impedance measurements was observed in this right ventricular (rv) lead. The MRI was performed and after it, technical services (ts) confirmed the device exited the MRI protection mode successfully. Additional information was received that an alert was triggered for out of range pace impedance measurements resulting in a lead safety switch. High capture thresholds were also observed. Ts recommended to continue to monitor. No adverse patient effects were reported. At this time, this device system remains in service. Additional information was received that this patient fell. The patient advocate expressed concerns related to the fall being device related. Additionally, it was stated that a field representative deactivated one of the leads of this system and that the patient has been in the hospital for over a month. No additional adverse patient effects were reported. This device system remains in service. Further information from the field representative was received that reprogramming on this lead was performed to unipolar and pacing was kept bipolar. No additional adverse patient effects were reported. This device system remains in service.